Event description:
It was reported that after successful insertion, the intra-aortic balloon (iab) would not inflate. A new iab catheter was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. Two kinks were found on the catheter tubing and inner lumen approximately 33.8cm and 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing approximately 45.7cm from iab tip. The condition of the iab as received indicated a penetration on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).